Manufacturer narrative:
No low reservoir alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was damaged and chipping off and threading was gone. Customer states that when changing battery a low reservoir alarm was received. Customer does not know how damage occurred. Customer's blood glucose was 485 mg/dl. Customer was advised that insulin pump would need to be replaced.